Manufacturer narrative:
D10 concomitant products: egiauxl endogia ultra univ xl stapler - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric sleeve gastrectomy, two prior firings were made using black reload without an issue. The third firing was the first of the subsequent purple firing. There was no issue with the firing; however, when trying to retract the blade, the stapler became jammed. Various efforts were made to identify mechanical issues, but eventually the blade was able to be forced back and cut the intended tissue. The surgeon was using a seam guard reinforcement over all the reloads. A new handle and reload were used to resolve the issue. Surgical time was extended by 10 minutes. There was no patient injury.